Event description:
(B)(4). Increasingly worsening issues with skin rashes, debilitating migraines, excessive fatigue, memory issues, bowel issues, joint pain/inflammation, pelvic and lower back pain, atypical chest pain requiring multiple ER visits...all attributed to either fibromyalgia or depression and all not responsive to treatment.